Manufacturer narrative:
Complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
On (B)(6) 2020, the customer ran 24 realtime sars-cov-2 samples: there was 1 late positive result in the run. Positive control and negative control were passed, other sample in same run were negative. The customer used the remaining stored "positive sample" and a new sample collected from the patient and ran the samples with 3 different kits (manual extraction with qiagen kit and manual master mix with 3 different realtime pcr kits). All the results were negative. The customer reported this case as negative. The questioned patient had suffered from multiple injuries and was being hospitalized at the intensive care unit (ICU). Patient had no epidemiological risk for sars-cov-2 and no symptoms of covid. The customer is concerned that the suspected results have a negative impact on the reputation of the laboratory, and on the work of the heads of departments, directors that send the screening results notification. In vietnam, if there is 1 positive case, the government will trace all cases of close contact called f1, f2 and perform quarantine, screening and testing all people. There was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the results logs for the run in question was reviewed. The run was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The patient sample tested was positive for sars-cov-2. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506035 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506035 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 506035. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506035 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: the complaint history review identified four additional complaints related to the reported issue for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506035. All were independently investigated under different complaint investigation numbers and unconfirmed. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506035 was not identified.